Manufacturer narrative:
(B)(4). Batch #: unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot and no non-conformances/manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the unknown procedure, the surgeon fired a blue load and it worked great. They went to fire a white load on the ima, the stapler fired and they couldn¿t get it open. They called both of us reps and we walked them through a lockout. They said the reverse button was loose and was just moving back and forth. And that the push paddle to open stapler was also loose. They finally did the manual override but the stapler still did not open. So they gently pulled the stapler off of the ima. The staple line was hemostatic and all looked okay. There were no patient consequences.